Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or the liberty cycler set, single connection. However it is suspected that a breach of aseptic technique was the causal event for peritonitis. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, it was initially reported by the peritoneal dialysis (pd) nurse that the pd patient had presented to the peritoneal dialysis (pd) clinic with symptoms of abdominal pain, cloudy pd effluent and subsequently diagnosed with peritonitis post transfer set exchange. During a follow up call to the pd registered nurse (rn) on (B)(6) 2017, further information was received which identified this female patient, on pd therapy since transitioning from hemodialysis (hd) therapy on (B)(6) 2015, as presenting to the clinic with peritonitis (symptoms unknown). The extension set was changed on (B)(6) 2017 and the pdrn stated that it was suspected that there was a breach in aseptic technique. The pd fluid culture results were positive for staphylococcus epidermis and the patient was prescribed/treated with vancomycin (route, strength, dose and duration unknown). The patient was not hospitalized and has since recovered from the peritonitis and continues pd therapy with no reported issues.

Manufacturer narrative:
Corrected date of event: (B)(6) 2017.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient was diagnosed with staphylococcus epidermis peritonitis on (B)(6) 2017. The patient was treated with vancomycin. The white blood cell count was 430x100/ul. It was suspected the infection was due to a breach in aseptic technique. The patient was not hospitalized and recovered from peritonitis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, it was initially reported by the peritoneal dialysis (pd) nurse that the pd patient had presented to the peritoneal dialysis (pd) clinic with symptoms of abdominal pain, cloudy pd effluent and subsequently diagnosed with peritonitis post transfer set exchange. During a follow up call to the pd registered nurse (rn) on (B)(6) 2017, further information was received which identified this female patient, on pd therapy since transitioning from hemodialysis (hd) therapy on (B)(6) 2015, as presenting to the clinic with peritonitis (symptoms unknown). The extension set was changed on (B)(6) 2017 and the pdrn stated that it was suspected that there was a breach in aseptic technique. The pd fluid culture results were positive for staphylococcus epidermis and the patient was prescribed/treated with vancomycin (route, strength, dose and duration unknown). The patient was not hospitalized and has since recovered from the peritonitis and continues pd therapy with no reported issues.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient was diagnosed with staphylococcus epidemis peritonitis on (B)(6) 2017. The patient was treated with vancomycin. The white blood cell count was 430x100/ul. It was suspected the infection was due to a breach in aseptic technique. The patient was not hospitalized and recovered from peritonitis.